Manufacturer narrative:
Client filed down the edge of the rail at point of impact. Manufacturer has submitted a scar to the rail supplier.

Event description:
Non user of lift was walking down the stairs and lost her balance and fell on to the stairlift. Hinged rail was not retracted per manufacturer specifications and client cut her arm on the hinge. Required 13 stitches.